Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not flow. It was indicated that the elastomer was almost full of the fluorouracil and that at the point of attachment of the syringe, the device was not obstructed. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from december 07, 2021 to december 08, 2021. H10: the device was received for evaluation with 85ml fluid in the bladder. A visual inspection via the naked eye showed no evidence of fluid coming out at the distal end of the flow restrictor. A microscopic examination on the flow restrictor revealed the cause of the flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was determined to be improper filling technique during product use (filling step). The product¿s instructions for use details the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.